Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) reviewed the episode and found that the patient's rate went from 110 bpm to 190 bpm. The shock zones were programmed at 200 and 220. Further review found that there was double counting due to the morphology. The shock did not convert the arrhythmia and it broke on its own before detection criteria were met. Ts discussed with the health care provider that the physician should be consulted to determine any further treatment options. The patient had an inappropriate shock in the past due to oversensing of noise. The s-ICD remains in service and no adverse patient effects were reported.